Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated in the morning the cgm was displaying 43 mg/dl and when she performed a finger stick, the bg meter reading was displaying 79 mg/dl. In the evening, the patient received an alert on the cgm displaying 40 mg/dl. The patient thought the readings on the cgm were still off from the morning and was on the phone with her sister, sipping orange juice to bring her sugars up according to the value on the cgm. She then passed out and stated that her brother was to come over and when he did, he couldn¿t get into the house. He called 911 and the fire department go into the house and the emergency medical technicians (emts) performed a finger stick showing a reading of 27 mg/dl. They applied glucose gel to her gums and transported her to the hospital. She was in the hospital for three days until her blood sugar levels were stable. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.